Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of its inspiratory tidal volume (vti) and exhaled tidal volume (vte) levels being low was initially confirmed, however, during subsequent testing the reported issues could no longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.

Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device's inspiratory tidal volume (vti) levels and exhaled tidal volume (vte) levels were both low. There were no reports of patient involvement associated with the reported event.